Event description:
Asr revision, right, asr xl; reason(s) for revision: alval / soft tissue reaction .

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision recommended. Right. Asr xl. Reason(s) for revision: unknown. Update - added revision date and reason for revision, taken from claimsuite dated 4th march 2013. Asr revision due to take place on (B)(6) 2013. Reason(s) for revision: alval / soft tissue reaction. Update - added a sleeve taken from claimsuite dated 2nd april 2013. Update - added additional hospital and revision date. Taken from claimsuite dated 1st september 2014.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision recommended. Right asr xl. Reason(s) for revision: unknown. Update - added revision date and reason for revision, taken from claimsuite dated 4th march 2013. Asr revision due to take place on (B)(6) 2013. Reason(s) for revision: alval / soft tissue reaction. Update - added a sleeve taken from claimsuite dated (B)(6) 2013. Update - added additional hospital and revison date. Taken from claimsuite dated (B)(6) 2014. Update - june 22, 2017 additional information received from crawford's, added product stem. This complaint was updated on july 4, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.